Event description:
The pt reported that on (B)(6) 2010, he bolused for dinner and 1-1.5 hours later, his blood glucose measured 408 mg/dl. He bolused 10 units of insulin through the infusion device. One hour later, his blood glucose measured 371 mg/dl and approx one hour later was more elevated. He disconnected from the infusion set and bolused and no insulin emerged. He removed the transfer set from the infusion tubing and insulin flowed out. He changed the infusion set and bolused to lower his blood glucose. He stated e4 (occlusion) was not properly displayed on the infusion device. His normal blood glucose level is 120 mg/dl. He stated that he reuses insulin cartridges 2-3 times and he was advised per the user guide. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.